Event description:
Pt implanted on (B)(6) 2013. Pt seen by physician on (B)(6) 2014. Previous report of purulence and granulation tissue was resolved but the implant and abutment were no longer in the skull. Oticon medical first contacted on (B)(6) 2014, however, no date was given as to revision surgery. Pt underwent revision surgery on (B)(6) 2014.